Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the gantry door of the imaging system was closed around a patient and would not open due to a misaligned cover. Patient present at time of event. No further information available at time of event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135. H3: the manufacturer representative (rep) went to the site to test the imaging system. The site placed a service call stating that the system would not open the gantry door and that they had to open it manually with the wrench from the mobile view station (mvs). Upon inspection, it was found that the gantry door was binding due to a misaligned cover that needed to be adjusted. Once the door cover was adjusted, the door would open without issue. Logs were gathered and reviewed to ensure there were no further issues before informing the site of the findings and returning the system to patient use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.